Event description:
During bronchoscopy while attempting to obtain a needle aspiration biopsy, the device malfunctioned. After the third pass, the needle became unable to retract correctly. The device was taken out of service at that time and replaced with a new needle in order to complete the process.